Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles in the blower kit. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.